Event description:
Surgeon reports that 3-4 clips used fell off. Also, stating vessels were probably smaller than 1 mm and this may have been reason. No pt injury or intervention reported.

Manufacturer narrative:
Samples recently received for eval. A follow-up report will be submitted pending the completion of the investigation.